Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a transverse lumbar rash. The pt's pump contained prialt. Initially, the daily dosage of prialt was reduced by 50% on (B)(6) 2010. It was later noted that on (B)(6) 2010, the pt discontinued use of prialt and had the pump refilled with saline. The pt was followed by a dermatologist who reported unk etiology until (B)(6) 2010, diagnosed the rash as tumid lupus. The pump was explanted on (B)(6) 2010 and the pt recovered without sequelae. The drug, dosage and concentration were unk. No further info was requested at this time.